Manufacturer narrative:
Catalog#: is unknown but referred to as cook celect filter.

Event description:
Description of event according to initial reporter: celect ivc filter found to be multiply fractured and embolized. 1 leg in right kidney parenchyma, 1 arm in right renal vein, one arm retained locally, most of 1 leg extravascular and deeply embedded in vertebral body with bony sclerotic and lytic reaction, and one arm in a right middel lobe (rml) pulmonary artery. Patient outcome: the patient did require additional procedures due to this occurrence: explant. Physician will follow up the remaining fragments annually. Patient is doing well.